Event description:
It was reported that the caller needed assistance with updating the pump's time and date settings. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller with the updates, advised monitoring for further discrepancies, and explained the potential impact of incorrect date settings.